Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display was faded and discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration. A review of the pump history showed a loss of prime warning associated with non-zero low force; an unidentified low force was detected. The pump rewind, load, and prime steps were performed and a 1 unit per hour basal program was executed for a 24 hour duration period in the pump with no loss of prime or prime related warnings occurring. The force sensor calibration was found to be within specifications.